Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump initially, and when contacted again, the malfunction was still present. However, the customer received a new pump and was able to resume insulin therapy, allowing the case to be closed by technical support.